Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 37751, serial # (B)(4), product type recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found broken connector pins on the cable assembly.

Event description:
The consumer reported that there was a loose/bent/broken connector pin on the desktop charger (dtc) and the implantable neurostimulator recharger (insr) was not charging. There was no alleged out of box failure. The consumer also reported that the patient was in pain due to the inability to recharge the implantable neurostimulator (ins). Additional information received from the consumer reported that the replacement dtc was received. However, when the replacement dtc was plugged into the insr, the insr screen was blank and the insr would not power on. The insr was unresponsive and beeping once every five seconds. Insr reset was reviewed. On (B)(6) 2016, the patient reported the insr was charging and the patient stated he would be able to charge the ins. The patient was able to reset the insr successfully, however the beeping returned after charging a while. There was no indication of patient harm. It was later reported on (B)(6) 2016 that the patient had to reset the insr three times because of the beeping and blank screen. It was noted that the patient was frustrated with the recharging issues. The patient further reported on (B)(6) 2016 that "it was working properly." The patient&#62688;indications for use included chronic low back pain and spinal pain.

Event description:
Additional information received reported the replacement insr resolved the recharging and pain issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.